Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had sensor discrepancies. Their blood glucose level was 88 mg/dl while their sensor glucose level was 50 mg/dl. Delivery was suspended. Troubleshooting was performed. They tried to calibrate but it was not accepted. They were advised to turn the sensor option off for 2 hours then try to calibrate again. The product will not be returned for analysis.